Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Event description:
A healthcare facility in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(6)respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The device was then returned to the customer. Results: performance testing revealed that the audible alarm of the mr850 was functioning as intended. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the (B)(6)heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The (B)(6)is equipped with visual alarm indicators in addition to the audible alarm.